Event description:
Incomplete stent expansion. During enterprise stent deployment, the stent did not open inside the artery and the microcatheter (mc) was withdrawn from the position. Upon removal of the mc, the physician found the stent inside the mc. There was no adverse effect to the pt.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note add'l info will be submitted within 30 days upon receipt.